Event description:
Unomedical reference number (B)(4). Event occurred in the united states . On (B)(6) 2024, it was reported by the patient mother that he experienced a hyperglycemic episode due to kinked cannulas. Patient has 8 kinked cannulas. Healthcare provider (hcp) is switch over to steel 6 mm infusion set and given 3 units of insulin. Blood glucose level was 500 mg/dl and ketone is at moderate level. Patient also experienced thirst. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
MDR 3003442380-2024-01788 - device 3 of 8.